Event description:
This rv lead was implanted on (B)(6) 2004. A call was placed to technical services on (B)(6) 2018 stating that noise was observed on this lead on (B)(6) 2018 but there was no rv pacing inhibition noted. The following physician was dr. (B)(6) at(B)(6) cardiology in wyomissing, pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).